Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, breast mass, seroma, and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade IV), alcl concern, seroma, and breast mass

Event description:
Patient reported right side capsular contracture (grade IV), possible rupture, liquid around the capsule causing a suspicion of bia-alcl, "liquid and nodule/mass compatible with bia-alcl. Due to its location, it would be impossible to puncture it, needs capsulectomy." Markers not provided. The device remains implanted.

Event description:
Patient reported right side capsular contracture (grade IV), possible rupture, liquid around the capsule causing a suspicion of bia-alcl, "liquid and nodule/mass compatible with bia-alcl. Due to its location, it would be impossible to puncture it, needs capsulectomy." Pathological markers confirming alcl have not been received. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.7; d.3; d.6b; g.1; h.6.